Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed the lens was cut into two pieces and one haptic was attached and bent while the second was missing. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
A surgery center reported that during the implantation of an intraocular lens (iol) the haptic came off the lens. The lens was cut out and removed from the patient, leaving them aphakic. An iol of the same model and diopter was implanted three days later at a different facility. The patient has fully recovered without complications.